Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-52122. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that deployment issues during a meniscal repair. He stated the surgeon fired the first anchor and 2nd anchor deployed but pulled out of the tissue when the needle retracted. The surgeon loaded a second needle and the same exact thing happened, the first anchor deployed with no issue and the second anchor deployed but pulled out of the tissue when the needle retracted. The surgeon loaded a third needle and had no further issues. The customer already discarded both complaint devices. The surgeon was formally trained by a mitek rep and he did hear the audible click when pulling the triggers. No further information was available.